Event description:
Patient reported left side "would like information about the return of my breast implant and reimbursement. I was told that 90 days what is the average and it's been longer than that please contact me with information." Patient later reported capsular contracture, baker grade unknown. Healthcare professional later confirmed capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Device was discarded.